Event description:
The initial reporter complained of questionable results for 2 patient samples tested on a cobas c 111. Of the data provided, there were discrepant glucose results for 1 patient sample. The customer had cleaned the sample probe and did not run qc. The initial glucose result was 2 mg/dl with a data flag. The sample was repeated with acceptable qc. The glucose result was 9 mg/dl and was reported outside of the laboratory. The sample was repeated a third time and the glucose result was 108 mg/dl. The result was deemed to be correct and the reported results were corrected. There was no adverse event. The glucose reagent lot number and expiration date were asked for but not provided. The customer stated that qc and sample results had been acceptable since the event and believed there was no ongoing issue. The field service engineer reviewed the qc since the event and performed precision that was acceptable. The customer ran calibration and qc with acceptable results. The investigation determined that the qc was acceptable. There was no indication of a reagent or instrument performance issue. The investigation did not identify a product problem. The cause of the event could not be determined.